Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a stomach biopsy procedure performed on (B)(6) 2012. According to the complainant, while attempting to take the first biopsy, when the physician opened the jaws, the pullwire was found to be broken. The jaws were partially closed, and then the device was withdrawn through the scope. No other device damage or anomaly was noted. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Prior to use, no damage was noted to the device or its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with a broken jaw tang hole. The pullwires were found to be fine and without issue. Further material analysis of the broken jaw revealed that the fracture surface exhibited a material cold flow molding defect. This condition reflects an occurrence of arrested material during the solidification process. No other material anomalies were identified. The device crimping and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was not consistent with the complaint since the pullwires were without issue. However, the forceps device returned with one of the jaws broken at the tang hole. The evaluation revealed that this failure occurred due to material cold flow at the solidification process. Therefore, the most probable root cause is supplier manufacture. A supplier corrective action was previously initiated to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a stomach biopsy procedure performed on (B)(6) 2012. According to the complainant, while attempting to take the first biopsy, when the physician opened the jaws, the pullwire was found to be broken. The jaws were partially closed, and then the device was withdrawn through the scope. No other device damage or anomaly was noted. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Prior to use, no damage was noted to the device or its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of wire break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).